Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, it was noted that the patient had experienced diaphragmatic stimulation due to rv lead. The physician decided to cap the lead.